Event description:
A customer in (B)(6) notified biomérieux of misidentification results when testing a stool sample isolate with vitek® 2 gn ID test kit (ref 21341). Vitek® 2 gave an identification of shigella sonnei in duplicate using bcp (approved media) and salm (not approved media) from a stool culture. When the isolate was sent to cnr lab, their identification was "bacteria other than shigella (high probability e.coli)." The customer stated that there was no delay in reporting results, but the patient received inappropriate treatment due to the discrepant results. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted in response to a customer in (B)(6) reporting a misidentification of a stool sample isolate as shigella sonnei in association with the with vitek® 2 gn ID test kit (ref 21341). When the isolate was sent to cnr (reference) lab, their identification was "bacteria other than shigella (high probability e.coli)." Biomérieux internal investigation was conducted. Investigation testing with the customer strain included: - vitek 2 gn ID test kit (customer lot and a random lot): obtained excellent or very good identification to shigella sonnei on both lots for both growth media tested. - vitek ms v3 (knowledge base v3.0): identification to escherichia coli at 99.9% with possibility of shigella spp - id32e strip: identification to escherichia coli at 99.9% - 50che strip: identification to escherichia coli at 99.9% - chromid® salmonella elite: growth of white colonies (not in favor of salmonella species) escherichia coli is closely related to shigella. Any identification of shigella should be confirmed with another method such as serology. The vitek 2 gn ID lab report contains the message "confirm by serological tests" for any identification of shigella. The customer followed this guidance by having the strain tested by reference laboratory. The investigation concluded the strain has an atypical reaction profile for identification via vitek 2 gn ID test kit. The lab report message "confirm by serological tests" for any identification of shigella insures alternate method testing will be performed to confirm or deny the reported identification result.